Event description:
Combative pt pulled out foley catheter with the balloon part missing. X-ray of the pelvis taken. The pt was taken to surgery to remove foreign body (end of foley). Four (4) inches of foley catheter retrieved from pt was discarded by surgery.